Event description:
Boston scientific received information that during a follow up visit, interrogation of this left ventricular revealed loss of capture. Review of the daily measurements revealed high out of range impedance measurements. It was thought this lead may be fractured. A revision procedure will be performed during an intended device replacement procedure. Additional information was received. During a follow up visit, this lead was not capturing. A decision was to removed this lead. During the intended device replacement procedure, this lead was removed and replaced. During the removal process, difficulty was encountered removing the lead; therefore the lead was cut. A portion of the lead remains abandoned. Visual inspection of the lead revealed blood throughout the lead. The lead will be returned for analysis.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead segment was thoroughly evaluated. The lead was severed 580 mm from the terminal pin, with the conductor coils stretched and extended past the severed insulation. Dried blood was confirmed in the lead's lumen. The (B)(4) outer insulation was compressed at the suture sleeve tie down points. The anode and cathode conductor coils were confirmed via x-ray to be fractured 390-392 mm from the terminal pin. The inner insulation was worn and damaged at this location.